Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing and inner lumen approximately 73.4cm from iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an kink on the catheter tubing and inner lumen and an occlusion in the inner lumen. An occlusion and an inner lumen kink can cause difficulty monitoring the pressure. We are unable to determine how this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported after insertion of an intra-aortic balloon (iab), an abnormal waveform was displayed. It was noted that a pressure line/ flush was connected immediately. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Event description:
It was reported after insertion of an intra-aortic balloon (iab), an abnormal waveform was displayed. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter: (B)(6) cardiology nurse manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).